Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the level detection turned on by itself. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, blood loss or adverse consequences to the pt.